Event description:
A caller reported an occlusion alarm, but the alarm number could not be verified in the pump's history. The occlusion event did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin administration. Despite reporting more than one previous occlusion event, the customer consistently used these corrective actions. No further assistance was deemed necessary, and the case was closed by the support team.